Manufacturer narrative:
Follow up 24-oct-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain / severe cramping. Essure coils were removed surgically. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, plaintiff experienced this event sometime following essure insertion procedure. Considering this information and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff of unspecified age in united states on 13-sep-2016 who had essure (fallopian tube occlusion insert) inserted for birth control on (B)(6) 2009. Sometime following the procedure, plaintiff began suffering from excruciating pelvic and abdominal pain, severe cramping, abnormal vaginal bleeding, increased menstrual bleeding, and more. On or about (B)(6) 2010, she was forced to undergo a surgery to remove the essure coils. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain / severe cramping. Essure coils were removed surgically. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, plaintiff experienced this event sometime following essure insertion procedure. Considering this information and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / severe cramping") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on the same day ((B)(6) 2009)". The patient's previously administered products included for an unreported indication: tetracycline. Past adverse reactions to the above products included hypersensitivity with tetracycline. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("excruciating abdominal pain") and menorrhagia ("increased menstrual bleeding"). The patient was treated with surgery. Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure was inserted in the usual fashion into the right fallopian tube, after placement of essure 2 coils were seen to be in the uterine cavity, it was placed without difficulty, 4 coils were seen to be out of the left fallopian tube after finishing the procedure. Diagnostic results: on (B)(6) 2009, endometrium with prominent stromal decimal change and small inactive/exhausted appearing glands. The pattern was usually associated with administration. No hyperplastic or malignant features were seen. Menorrhagia on depo provers, s/p emb (as written). On (B)(6) 2009, endometrium, curetting¿s endometrium showing mixed hormonal influence. On (B)(6) 2009, there is patency of the right fallopian tube, the essure device may have looped upon itself. There is complete occlusion of the left fallopian tube. The uterine cavity is normal. On (B)(6) 2010, findings revealed inteverted uterus sounded to 8 cm. Scarred intrauterine cavity, essure devices protruding through posterior uterus. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New event added- ablation and essure insertion performed on the same day ((B)(6) 2009). Lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / severe cramping") in a female patient who had essure (batch no. 58565) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on the same day (B)(6) 2009)". The patient's previously administered products included for an unreported indication: tetracycline. Past adverse reactions to the above products included hypersensitivity with tetracycline. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("excruciating abdominal pain"), menorrhagia ("increased menstrual bleeding"), device expulsion ("migration of essure device location of device: uterus") and back pain ("lower back pain"). The patient was treated with ibuprofen and surgery. Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, menorrhagia, device expulsion, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure was inserted in the usual fashion into the right fallopian tube, after placement of essure 2 coils were seen to be in the uterine cavity, it was placed without difficulty, 4 coils were seen to be out of the left fallopian tube after finishing the procedure. (B)(6) 2010: tubal ligation done because one of the coils was not in fallopian tube-1 of the essure coil was removed diagnostic results: on (B)(6) 2009, endometrium with prominent stromal decimal change and small inactive/exhausted appearing glands. The pattern was usually associated with administration. No hyperplastic or malignant features were seen. Menorrhagia on depo provers, s/p emb (as written). On (B)(6) 2009, endometrium, curetting¿s endometrium showing mixed hormonal influence. On (B)(6) 2009, there is patency of the right fallopian tube, the essure device may have looped upon itself. There is complete occlusion of the left fallopian tube. The uterine cavity is normal. On (B)(6) 2010, findings revealed inteverted uterus sounded to 8 cm. Scarred intrauterine cavity, essure devices protruding through posterior uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added: migration of essure device location of device: uterus, dysmenorrhea (cramping) and lower back pain; lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("excruciating pelvic pain / severe cramping"), menorrhagia ("increased menstrual bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure (batch no. 58565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on the same day ((B)(6) 2009)" and device physical property issue "loop or curling of the right micro-insert". The patient's previously administered products included for an unreported indication: tetracycline and mirena iud. Past adverse reactions to the above products included hypersensitivity with tetracycline. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2010. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("excruciating abdominal pain"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, surgery (surgical removal of coil(s) - excision of both micro-insert) and surgery (novasure ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, menorrhagia, genital haemorrhage, device expulsion, vaginal haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the essure was inserted in the usual fashion into the right fallopian tube, after placement of essure 2 coils were seen to be in the uterine cavity, it was placed without difficulty, 4 coils were seen to be out of the left fallopian tube after finishing the procedure. (B)(6) 2010: tubal ligation done because one of the coils was not in fallopian tube-1 of the essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: left fallopian tube was occluded on (B)(6) 2009, endometrium with prominent stromal decimal change and small inactive/exhausted appearing glands. The pattern was usually associated with administration. No hyperplastic or malignant features were seen. Menorrhagia on depo provers, s/p emb (as written). On (B)(6) 2009, endometrium, curetting¿s endometrium showing mixed hormonal influence. On (B)(6) 2009, there is patency of the right fallopian tube, the essure device may have looped upon itself. There is complete occlusion of the left fallopian tube. The uterine cavity is normal. On (B)(6) 2010, findings revealed inteverted uterus sounded to 8 cm. Scarred intrauterine cavity, essure devices protruding through posterior uterus. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received: reporter information updated new events: dyspareunia, device breakage, genital haemorrhage, abdominal pain lower, vulvovaginal pain, device physical property issue were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("excruciating pelvic pain / severe cramping"), menorrhagia ("increased menstrual bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure (batch no. 58565-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on the same day ((B)(6) 2009)" and device physical property issue "loop or curling of the right micro-insert". The patient's previously administered products included for an unreported indication: tetracycline and mirena iud. Past adverse reactions to the above products included hypersensitivity with tetracycline. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2010. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("excruciating abdominal pain"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, surgery (surgical removal of coil(s) - excision of both micro-insert), surgery (surgical removal of coil(s) - excision of both micro-insert) and surgery (novasure ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, menorrhagia, genital haemorrhage, device expulsion, vaginal haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the essure was inserted in the usual fashion into the right fallopian tube, after placement of essure 2 coils were seen to be in the uterine cavity, it was placed without difficulty, 4 coils were seen to be out of the left fallopian tube after finishing the procedure. (B)(6) 2010: tubal ligation done because one of the coils was not in fallopian tube-1 of the essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: left fallopian tube was occluded on (B)(6) 2009, endometrium with prominent stromal decimal change and small inactive/exhausted appearing glands. The pattern was usually associated with administration. No hyperplastic or malignant features were seen. Menorrhagia on depo provers, s/p emb (as written). On (B)(6) 2009, endometrium, curetting¿s endometrium showing mixed hormonal influence. On (B)(6) 2009, there is patency of the right fallopian tube, the essure device may have looped upon itself. There is complete occlusion of the left fallopian tube. The uterine cavity is normal. On (B)(6) 2010, findings revealed inverted uterus sounded to 8 cm. Scarred intrauterine cavity, essure devices protruding through posterior uterus. Lot number 58565 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.